Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. The pump passed flow accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that he had been experiencing elevated blood glucose (bg) from 300mg/dl to ¿hi¿ (>600mg/dl) over the past ¿few months¿. Specific dates for the bg excursions were not provided. The patient mentioned experiencing severe dry mouth with elevated bgs. The patient reportedly bolused from the pump to treat high bgs. The patient initially stated that the elevated bgs were due to not being able to use their cgm to monitor bgs and that the issue was not related to the pump. However, troubleshooting indicated that the time on the pump was set incorrectly. The time on the pump at the time of the complaint was close to 12 hours off, and was set to pm instead of am. Troubleshooting indicated that the time and date reset to default settings and had to be corrected with each battery change. It is unclear at this time if the time/date resetting was a potential cause or contributor to the alleged bg excursions. This complaint is being reported based on the allegation that the patient experienced hyperglycemia potentially associated with the time and date resetting on the pump.